Event description:
Patient went to cath lab on (B)(6) 2026 where she had an intra-aortic balloon pump placed before being taken to the ICU for ongoing care management. Approximately, 24 hrs. After initial placement, the nursing staff were alerted by patient's arterial line wave form going flat. Not long after, another alarm alerted that there was a helium loss, which led to evaluation of the pump tubing in which blood was visualized within the catheter tubing. This recognition allowed for quick action to take the patient for catheter exchange in the operating room. Upon assessment of the catheter balloon on removal, it was discovered to have a micro-hole. It's our understanding that this hole could have resulted from the catheter rubbing against plaque within the vessel and not an absolute indication of a defective product. The unit manager has contacted the manufacturer to provide follow up. Part number iab-08540-lws-sc.